Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received. The needle cover was received detached. A stent was not observed within the returned packaging. The retention plug and the cam lock were each detached and not returned. The two halves of the injector case were partially detached from each other, with gaps present on both sides of the injector. The bevel selector was observed to be visible within one of these gaps. The needle guide was returned detached from the injector with the needle slightly bent but still attached to the injector. Slider resistance is unable to verify since a functionality test cannot be performed due to the condition of the injector. The two halves of the injector case were partially detached from each other, with gaps present on both sides of the injector. The bevel selector was observed to be visible within one of these gaps. The needle guide was returned detached from the injector with the needle slightly bent but still attached to the injector. It was determined that the condition of the sample upon receipt is likely due to complainant handling. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.